Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had insufficient vacuum during preventive maintenance and failed pneumatics performance test. There was no patient involvement.

Manufacturer narrative:
Additional information: contact person (name: (B)(6), email address: (B)(6)). It was reported the cs300 intra-aortic balloon pump (iabp) had insufficient vacuum during preventive maintenance and failed pneumatics performance test. There was no patient involvement. A getinge field service engineer arrived on the site and conducted vacuum performance test and pneumatics performance test on pm so# (B)(4) it was discovered that the vacuum was insufficient. Completed 2500 hour preventive maintenance and vacuum was still insufficient. Completed 5000 hour preventive maintenance and insufficient vacuum still did not improve. Generated os# (B)(4)/ ot# (B)(4)/ so# (B)(4) to repair the insufficient vacuum and sent an estimate to customer. Affixed red tag to device and advised customer that unit was not cleared for clinical use at this time. (B)(6) 2022 af: arrived on site and proceeded with replacing the pump assembly(B)(4) due to the insufficient vacuum. Discovered additional parts were needed and ordered parts and scheduled return visit. (B)(6) 2022 af: completed repair and replaced pump assembly, hoses (B)(4) shock mounts (B)(4), fittings, gaskets (B)(4), screws, and cable ties (B)(4). Reassembled device and allowed unit to run and pump at 80bpm for approximately 60 minutes without any alarms or abnormal function occurring. No patient involvement full pm, safety, calibration, and functionality checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use